Event description:
It was reported that the catheter was placed in 2004 in the or during a hip replacement. During removal of the catheter, it appeared that approximately 2" of the catheter tip remained in the patient. The tip portion did not show up on x-ray. A decision was made to leave the piece of catheter in the patient, since it was not causing any discomfort. There were no associated patient complications.